Manufacturer narrative:
Patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018 the cement hardened very quickly in an abnormal manner. The syringe which contained the cement also broke. The cement is stored at 20 degrees in the operating room. The cement received are not packaged individually with a q tag. A new cement was used to complete the surgery. Procedure was extended for unspecified amount of time. This report is for one (1) vertecem v+ cement kit. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure performed was a vertebroplasty. There was no quantifiable impact to the patient during the surgery. The defective cement was not injected into the patient. No fragments were generated from the broken syringe. Surgery was completed successfully with a delay of 20 minutes.

Manufacturer narrative:
Part number: 07.702.016s; synthes lot number: 7g53211; manufacturing location: (B)(4); supplier: (B)(4); release to warehouse date: (B)(6) 2017; expiry date: july 31, 2020. The device history record shows this lot of 4933 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. We have forwarded this complaint to the supplier with the followings results: we have analyzed retain samples of the affected batch in our laboratory without any deviations. The application testing shows comparable results as for the final control of this batch, all results are within the specified values. Also, the batch and qc documentation of the affected batch shows no deviation. The description of the failure could indicate a temperature issue during conditioning of the cement unit for the procedure. The viscosity of the cement depends strongly from the temperature. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.